Event description:
Smoke was noticed coming from the red outlet in the patient's room. The bed was unplugged and one of the prongs from the cord is charred, broken off, and hanging out of the outlet. The patient was switched off the bed and taken out of the room.